Event description:
While the surgeon was using the resectoscope, the 28 fr sheath with ceramic beak broke. The ceramic beak broke in several pieces inside the patient. The surgeon was able to retrieve all pieces without incident. The surgeon was able to get a back-up to finish the procedure. Manufacturer response for cystourethroscope, n.a. (Per site reporter). They are starting investigation and sent a label for item to be returned.